Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal I ncontinence and gastrointestinal/pelvic floor. It was reported that the patient just got the device implanted and was having some different symptoms and wanted to know the possible side effects of the device. The patient stated it felt like their intestines were quivering with electrical impulses since (B)(6) 2018. The patient stated it made their stomach queasy and sometimes they would throw up. The patient noted that they turned stimulation down the morning of the call, and since turning it down they were still a bit nauseated but not like they were. The patient noted that they day before the call, they couldn¿t even eat. The patient also reported that when they were working in the yard they could feel more stimulation, especially if they were digging or squatting down, and it was ongoing since 2-3 days after implant. It was reviewed that positional changes could affect the stimulation sensation. The patient stated that if they got hot or sweaty, especially in the bike seat area they were ¿really zinging¿. When they go in and cool off, it would go away. The patient was advised to follow up with their healthcare provider, and to try turning stimulation down before working in the yard next time. No further complications were reported.